Event description:
It was reported that the patient claimed that his inflatable penile prosthesis was not performing as expected. The physician tried to cycle without success, the pump was deemed inoperable as it was hard to squeeze. Therefore, the patient underwent surgery to replace the pump. A hole in the pump tubing was observed. There were no patient complications.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, leak and functionally tested. The tubing was cut down to the to the strain relief and was not returned for analysis. The pump did not pass activation tests. Based on the information available and analysis results, the activation issue identified in the pump confirmed the reported cycling issue.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient claimed that his inflatable penile prosthesis was not performing as expected. The physician tried to cycle without success, the pump was deemed inoperable as it was hard to squeeze. Therefore, the patient underwent surgery to replace the pump. A hole in the pump tubing was observed. There were no patient complications.